Event description:
It was reported that the breaking of the device caused the lesions in the prostate mucosa. A large piece of the broken device was removed from the patient¿s bladder using pliers, while a small piece of the broken device was rinsed out of the bladder. After retrieval, the broken fragments were fitted together, and it was confirmed to be a complete device. In addition, it was confirmed that the subject device was inspected prior to use and no abnormalities were observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the ceramic tip of the sheath was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, the broken device was likely caused by the following: 1. Thermo-mechanical fatigue. 2. Wear and tear. 3. Improper handling (impact, shock). This supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the shaft of the rigid endoscope sheath broke off in the patient's bladder during a therapeutic transurethral resection of the prostate (turp) procedure. The surgeon removed a large piece of the device with pliers and the smaller pieces were rinsed out. After removal, the fragments were fitted together and the device was complete. The event resulted in the procedure being prolonged for 10-15 minutes. The procedure was then completed successfully with a similar device. It was reported the breaking of the device caused some mucosal lesions in the prostate, which were removed as part of the turp procedure. In the user's opinion, there was a risk of urethral stricture. However, no additional patient harm was reported.